Event description:
The pt received an scs system, including two percutaneous leads, on (B)(6) 2011. It was reported that he is without stimulation. He also alleges feeling a sharp pain below the ipg on the spinal region. The pt has admittedly fallen since receiving his scs system. In an effort to resolve this matter, a new programmer was shipped to the pt. In addition, a reprogramming session will be scheduled.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.